Event description:
On (B)(6) 2025 the user reported persistent restart alerts on the ilet that did not resolve despite multiple restarts. A replacement pump was issued, and the user confirmed having backup therapy available. Blood glucose was unaffected, no symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.